Event description:
It is reported by the surgeon that the patient received an infection of the wound after initial surgery; a second surgery will be performed.

Manufacturer narrative:
Method: device history review; results: review of the event descriptions confirms that the surgeon stated that the torque wrench did not contribute to the event. No issues were identified during manufacturing review. The IFU's detail cleaning of implants and instruments used during these procedures and the customer should be familiar with them. Infections can be caused by many factors, and no further information has been obtained about the event. Conclusion: without additional information, the cause of the reported event could not be determined.

Event description:
It is reported by the surgeon that the patient received an infection of the wound after initial surgery; a second surgery will be performed.